Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was tested after arriving in field service (fs). The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, fs was instructed to replace the purge flag, validate sensor accuracy via section 12 of the preventive maintenance procedure), and perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the customer was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a purge disc/flag issue that was resolved by changing the console.